Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced cystitis after altis procedure. Date of procedure: (B)(6) 2015. Date of onset event: (B)(6) 2016. Description of the event: asymptomatic persistent urinary tract infection. Treatment: therapeutic vaccine. Status of the event: on (B)(6) 2016 (1-year follow up), the event was ongoing (device still implanted). According the investigator, the event is related to the procedure.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4637331. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Event description:
Additional info stated complication was resolved and about treatment.